Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the asymptomatic patient presented remotely via merlin.net transmission. Upon review, the right atrial lead exhibited noise. No programming changes were reported. The patient was stable.

Event description:
New information received noted the patient's right atrial lead exhibited noise which resulted in inappropriate mode switch episodes. The amplitude of the noise varied, which did not allow for programming changes in sensitivity. No intervention was reported. The patient was stable throughout and will continue to be monitored.